Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that "skin reaction" occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported by the parent that the patient experienced a skin reaction and an infection which occurred six days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient experienced sensor failure and the parent decided to remove the sensor early. Upon sensor removal, there was a lump at the needle puncture site. The next morning on (B)(6) 2025, the patient developed redness, a large welt around the lump, and an infection at the needle puncture site. The patient had skin burning sensations in the area. On the same day, the parent consulted a physician who prescribed an oral antibiotic medication (clavulanate potassium, unspecified dosage twice a day for 10 days). At the time of the report, the patient was doing well. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional event or patient information is available.